Event description:
It is reported by the eye care professional (ecp) that a pt needs a corneal transplant due to an infection with pseudomonas. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint product was not returned for eval at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).